Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to it moving around. As a result, the patient underwent surgical intervention on 22 june 2022 during which the ipg site was repositioned.